Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the station and server was running. A technical support specialist (tss) found no issues in the station synchronization logs, which showed the data was current and up to date. No station, order, or transaction retries were observed, and healthsight viewer showed no upload errors. The issue was suspected to be related to order messages not being sent or received. The customer later confirmed that issue was due to ethernet cable disconnection, and a hospital it desktop technician repaired the issue. The system functioned as intended after the technical support specialist investigated and hospital it team resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not updating orders, and the customer replaced the cable with no effect. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.